Event description:
It was reported to philips that flexvision pc boot halted; cmos battery suspected on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service checked the cmos battery and planned replacement if needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).